Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level as it did not exceed 500 mg/dl. Cts resolved issue by arranging a replacement pump with updated software and provided instructions for storage mode, backup therapy, and return procedures. Customer understood replacement steps, including using return box via ups.